Manufacturer narrative:
Follow-up #1 (07/14/2014)-device evaluation: the lay user/patient¿s product has been returned and evaluated by lifescan product analysis on 07/10/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery voltage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging meter reverting to setup mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.